Event description:
It was reported that the patient was in the ir suite for a procedure when it was noticed that "the catheter dislodged accidentally over the blue guard. Sutures were in place but the catheter just slid off the guard". The catheter was removed and the patient was in good condition.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional information and the return of the sample for evaluation. When our investigation is complete a final report will be submitted.